Event description:
During a lumbar fusion of l5-s1, the tip of a matrix holding sleeve sheared off and upon insertion, the head broke off of a matrix polyaxial screw. There were backups used in order to successfully complete the procedure without any harm to the patient. Both the broken screw and sleeve are available for return. This is 2 of 2 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code for this report includes mnh, mni, kwq, kwp. Correct product return date is (B)(4) 2011

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The supplier¿s certifications indicate the correct hardness values were obtained. The visual inspection performed as part of the product evaluation revealed the part was received with the polyaxial head separated from the screw as noted in the complaint. The polyaxial head was in good condition with no obvious damage. The internal threads in the screw head were scraped and the anodize coating worn away. The head was reassembled to the screw easily and held securely and could only be removed with the appropriate tool and a locking cap was inserted into the top of the head without difficulty. Matrix is a modular design and the head is designed to be capable of being removed from the bone screw in case of damage or change in surgical preference. If the head is removed during surgery a new head or different style head can be replaced without the need to replace the bone screw. A tool is provided in the set to remove heads from bone screws without damaging the bone screw. The head was reassembled without difficulty to the screw and the polyaxial head retained securely as designed and could only be removed with the proper tool. Evaluation of the returned part shows that the screw head did not break off the reported. The matrix polyaxial head is designed to be removable and come off as a result of manipulation during insertion. It was successfully reassembled and held securely as intended. The design is acceptable and the complaint is invalid from a design standpoint. Additional common device name: mnh, mni, kwq, kwp.